Event description:
Boston scientific received information that during the implant procedure when testing this right ventricular lead with a pacing system analyzer (psa) out of range pacing impedances were noted. A request for additional information when it comes to possible special consideration when it comes to psa connecting was requested from technical services. Technical services discussed reviewing the psa connection for the lead and ensuring there was no dried blood on the lead connection. Additional information was received that the lead was tested using both atrial and ventricular clips and another cable in multiple positions, and was finally replaced with a competitor lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the complete lead was returned. Visual inspection noted no sign of setscrew marks on the df-1/+ or is-1 terminal pin/ring. The helix was fully retracted with dried blood and tissue in the helix housing. The lead underwent and passed electrical testing. Laboratory analysis could not confirm the reported allegation, but noted that the absense of set screw marks may indicate that good electrical contact may not have been achieved which could have contributed to the electrical allegation.

Manufacturer narrative:
(B)(4). Upon additional information this investigation will be updated.

Event description:
Additional information provided noted that this lead will be returned for analysis. Upon return and analysis this investigation will be updated.